Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Transmitter (B)(4)was returned and evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and a transmitter failed error was not found within the investigation window because it was not in use during the issue date window. The allegation was not confirmed. The probable cause could not be determined. The complaint was confirmed with the alleged transmitter (B)(4). No injury or medical intervention was reported.